Manufacturer narrative:
Additional information received reported the patient did not have an adjustment or MRI while the device was implanted. Reportedly, there was no injury to the patient. Patient weight at implant provided. Event and explant dates are approximations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the patient did not have an adjustment or MRI while the device was implanted. Reportedly, there was no injury to the patient. Patient weight at implant provided. Event and explant dates are approximations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient underwent a revision of the device.